Event description:
It was reported that during a peripheral stent placement treatment procedure, the stent dislodged inside the patient. The 90% stenosed lesion was located in the moderately tortuous common iliac artery. The physician intended to direct stent the lesion. A 6fr non-bsc introducer sheath was placed and a non-bsc .035 guide wire was advanced across the lesion. As the physician attempted to cross the lesion with the 8.0x40x75cm express vascular ld pre-mounted stent system, difficulties were encountered and the express vascular ld stent dislodged from the balloon. Unspecified attempts were made to retrieve the dislodged express vascular ld stent, however, these attempts were unsuccessful. The express vascular ld stent was implanted proximal to the lesion. The physician used a non-bsc stent to complete the procedure with no reported patient complications. The patient's status post procedure is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)